Manufacturer narrative:
The field service engineer (fse) discovered the tip of reagent pipettor #4 was bent and reagent pipettor #3 was out of alignment. The fse replaced the pipettor tip for reagent pipettor #4 and performed all necessary alignments for both affected reagent pipettors. The fse then performed all appropriate verification testing which passed within the published performance specifications including assay quality control (qc). The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the bent pipettor tip and pipettor misalignment. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00118.

Event description:
The affiliate stated the customer reported a falsely elevated progesterone result, above the customer's reference range, for one patient, involving the unicel dxi 800 access immunoassay system. Subsequent testing of the patient's sample, on the same instrument, produced lower results within the laboratory's reference range. The customer stated the false result was not released from the laboratory. There was no patient consequence associated with this event. The patient's sample was collected in 13x100 mm becton dickinson (bd) tube with gel. The sample was a few hours old and stored in refrigeration. The customer noted quality control (qc) had passed within specifications and qc performance was not questioned. No sample integrity issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.